Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was replaced to address a blank screen issue. The coding for this issue in section h6 was incorrectly entered. The coding has been corrected to reflect the correct issue.